Event description:
It was reported that a patient underwent a robotic assisted laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device bogged down and would not drive the disposable properly and at times, the lights would flash and it did shut down. A different device was used to complete the procedure. There were no adverse patient consequences. It was opined that the surgeon was taking big bites of tissue which impacted the device.

Manufacturer narrative:
(B)(4) . Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00065 and medwatch 2210968-2013-00066. The same patient is represented in each medwatch.